Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to use the device due to a mechanical issue and is currently requiring a replacement. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4) .

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to use the device due to a mechanical issue and is currently requiring a replacement. There were no patient complications reported.